Event description:
Caller reported a temperature alarm, identified as alarm 11. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup insulin therapy and was guided on how to put the pump into storage mode before returning it. The customer understood the instructions and agreed to return the problematic pump using a prepaid label within 10 days.